Event description:
It was reported that the deep brain stimulation (dbs), clinical study patient, was admitted with mild dysarthria. This serious adverse event was assessed as not device related and probably related to the procedure. The device remains implanted. The patient has been discharged, and the event is resolving-recovering. Additional information was received that the patient experienced moderate dysarthria, and that the device was reprogrammed.

Event description:
It was reported that the deep brain stimulation (dbs), clinical study patient, was admitted with mild dysarthria. This serious adverse event was assessed as not device related and probably related to the procedure. The device remains implanted. The patient has been discharged, and the event is resolving-recovering.

Event description:
It was reported that the deep brain stimulation clinical study patient was admitted with mild dysarthria. This serious adverse event was assessed as not device related and probably related to the procedure. The device remains implanted. The patient has been discharged, and the event is resolving-recovering. Additional information was received that the patient experienced moderate dysarthria, and that the device was reprogrammed. Additional information was received that the dysarthria was assessed as severe, and that it was induced by stimulation parameters that have been increased regularly in recent months. The event was assessed as not device or procedure related, and probably related to the stimulation.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family dbs-linear leads: upn m365db2202300, model m365db2202300, serial/lot (B)(6), batch 7075037. Product family dbs-linear leads upn m365db2202300. Model m365db2202300. Serial/lot (B)(6), batch 7074248. Updates to box b5 and h10.